Manufacturer narrative:
H6: investigation summary since no samples (including photos) were returned for the reported issue of ¿an incident of catheter fracture, involving bd venflon g20. The complaint could not be confirmed, and the root cause is undetermined. DHR was reviewed for the product test. No discrepancy was reported and recorded in DHR in customer reported lot # 9059928. No customer returned sample or photographs available for investigation. The retention samples of 9059928 were retested for following investigation: simulation of damage product with various media: by hand by equipment by sharp accessories (knife / blade) simulation of the ptfe tubing by hand simulation: ptfe tube is pulled by hand. Result: ptfe tube is elongated in length without any breakage of tube. Simulation: quality test - catheter pull test is performed to check amount of force required to break ptfe tube. Result: ptfe tube broke at approx. 19n force conforms the specification of product (min. 15n) simulation (by blade): simulation (by knife) simulation: ptfe tube is cut by knife. Result: ptfe tube is divided into two pieces and portion attach to catheter is similar to customer reported defect description. Conclusion ¿ there is no issue found related to ptfe tube in plant with respect to process wise. ¿ the defect simulated by blade or knife cutting where it cuts into two pieces suggests that the catheter was accidently cut by the blade or knife lead to incident of catheter fracture, ¿ the defect is generated during withdraw of catheter and there is chance of use of sharp accessories during practice. The defect is unconfirmed as there is no sample or photograph available to confirm the reported defect. Catheter is made from a ptfe(polytetrafluoroethylene tubing) also known as teflon tubing. It has a very tough material and cannot easily snap or break. This is a practice issue and requires a trained staff to use the instrument in a right and safe manner. H3 other text : see h.10.

Event description:
It was reported that the bd venflon¿ IV cannula fractured off into the patient, requiring a small incision to remove it. The incident of catheter fracture occurred 2 times after use. The following information was provided by the initial reporter: "an incident of catheter fracture, involving bd venflon g20. It was noted upon the removal of the cannula from the situ. Small incision at the site was done to remove the missing piece from the tissues."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd venflon¿ IV cannula fractured off into the patient, requiring a small incision to remove it. The incident of catheter fracture occurred 2 times after use. The following information was provided by the initial reporter: "an incident of catheter fracture, involving bd venflon g20. It was noted upon the removal of the cannula from the situ. Small incision at the site was done to remove the missing piece from the tissues."